Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that, during a ureteroscopy procedure to treat kidney stones, the fiber broke and burned the physician. It was noted that this was the first time the fiber had been used, and there was no damage to the fiber during unpacking or preparation for the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Event description:
It was reported that, during a ureteroscopy procedure to treat kidney stones, the fiber broke and burned the physician. It was noted that this was the first time the fiber had been used, and there was no damage to the fiber during unpacking or preparation for the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: b3: date of event was not provided, estimated date entered.

Event description:
It was reported that, during a ureterscopy procedure to treat kidney stones, the fiber broke and burned the physician. It was noted that this was the first time the fiber had been used, and there was no damage to the fiber during unpacking or preparation for the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Additional manufacturer narrative date of event was not provided, estimated date entered.